Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a procedure, the loop retriever of the set meniscus mender was disassembled between head and shaft when the package was opened. No delays nor patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A visual inspection of the returned device found that it is not in its original packaging. Only one suture loop was received. It is separated between the hub and the shaft. The complaint was confirmed, and the root cause was associated with device design. A corrective action for this failure mode is in place.